Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults was able to be confirmed via review of the log files. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 4 days (B)(6) 2000, (B)(6) 2023 per timestamp). The events captured on (B)(6) 2000 took place when the clock was not set; therefore, the exact date and time of the events were unable to be accurately recorded. The clock was set to (B)(6) 2023 at 03:44:00 causing the reported backup battery faults to activate due to the controller clock being set passed the ¿use by¿ date of the backup battery. Per the DHR, the backup battery (serial number: (B)(6) had a use by date of (B)(6) 2022. Due to the clock being set to 2023, this caused the reported alarms which would not have cleared during reseating or replacement due to the system controller clock being set to the wrong date. A backup battery fault coincident with backup battery end shelf life was active on (B)(6) 2021 form 13:48:30 ¿ 13:48:32. Backup battery faults were intermittently active on (B)(6) 2021 from 13:46:52 ¿ 13:50:55 and were coincident with backup battery circuit fault and memory tag faults which were caused by the reported backup battery reseating and replacing. There were no other notable alarms active in the log file. The root cause of the reported event of backup battery fault alarms was conclusively determined to be caused by the clock being improperly set. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 25mar2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. Heartmate iii instructions for use section 4 ¿system monitor¿ addresses how to properly set the system clock. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number for the controller change on (B)(6) 2021 in the midst of an acute event: 2916596-2021-06362.

Event description:
It was reported that a controller exchange was done on (B)(6) 2021 in the midst of an acute event. Since the exchange, the monitor has had an alert that the backup battery needs to be changed. Reseating and replacing the battery was tried but did not clear the alert. The log file captured some controller clock corrupt events in the first part of the log on (B)(6) 2000 at 18:11 - 07:40, it also noted a backup battery not installed on (B)(6) 2021 at 13:46 and a backup battery fault on (B)(6) 2021 at 13:48.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.